Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetes educator reported via phone call that the customer's reservoir lip ring was crack and customer was in hospital for non-diabetes related issues. Customer's blood glucose value was 200 mg/dl to 300 mg/dl. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. Customer stated that cartridge gets screwed into the pump he said the cartridge keeps falling out and there was a broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.